Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned devices found gouging on the inner and out diameter of the screw heads. One screw had the top part of the screw head partially sheared off at the locking cap channel. The gouging indicates that significant force was placed on the screw heads to remobilize or remove the polyaxial screws from the pedicle. The exact cause of the reported issue cannot be determined. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that during final tightening with the torque limiting driver in a screw rod construct, the locking caps popped out and the screw head was damaged. The screw head was monoaxial at this stage as expected. In an attempt to remove the screw, the screw head needed to become polyaxial again. During this maneuver the pedicle broke.